Event description:
Rayner intraocular lenses limited rec'd notification from the (B)(6) distributor of an event that had occurred following implantation of a superflex aspheric 920h intraocular lens. The event description provided indicates that following iol implantation the healthcare professional observed the development of endophthalmitis.

Manufacturer narrative:
(B)(4). Endophthalmitis is listed under the 'complications related to iol surgery' sub-heading within the superflex aspheric instructions for use (IFU). Published literature states "postoperative endophthalmitis following cataract surgery occurs in <0.1% of cases and is associated with the following risk factors: blepharitis, diabetes mellitus, posterior-capsule disruption, vitreous loss, wound leak and prolonged operative time." Rayner intraocular lenses limited has not rec'd any info to state whether the pt has any systemic diseases or has undergone any other ocular surgery or suffered any ocular trauma and/or complications. Despite various attempts made by rayner personnel to obtain add'l info on the reported event, no further data has been forthcoming from the initial rptr in this subject. W/o clear event details being provided a failure mode and root cause cannot be ascertained. Our review of production records for the superflex aspheric 920h iol batch 072e38753 showed that all mfg and quality checks were conducted with successful results. All lenses placed on the market were within tolerance and met specification criteria.